Event description:
It was reported that during a procedure for pump replacement for eol (end of life) there was an 8578sc placed that seemed to be ¿stripped¿ and would not disconnect from the pump properly or as easy as it should. The healthcare professional (hcp) disconnected this portion and replaced it with a new 8578sc without difficulty. The catheter segment was returned for analysis. The 8709 catheter did not have any issues. The patient was ¿never without excellent therapy and continued to receive the same.¿ the patient was alive with no injury and there were no associated symptoms or complications with the procedure. The issue was resolved by replacing the segment per the hcp. The pump was used to infuse morphine. No additional intervention reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the catheter found c450. There had been difficulty with the sc connector that led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, explanted: (B)(6) 2015, product type: accessory.